Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received low battery alarm and replace battery alarm in 30 minutes. The customer¿s blood glucose level was 135 mg/dl. Customer stated that the insulin pump had low battery and got replace battery in less than 2 hours. The insulin pump will not be returned for analysis.